Event description:
Home care staff found the user dead in the bathroom. The user's left arm was stuck between the armrest of the supporter and the bathroom wall. The user was lying down with the chin on the armrest and his legs had slid down to the left. When the user was found, he had his trousers on and the wc lid was down. The supporter was mounted on the wall-mounted wc.